Event description:
Customer reported updating time, personal profile, or settings, leading to a blood glucose level of 44 mg/dl. The customer self-administered 10 units of insulin while sleeping, causing the low level, but subsequently consumed glucose tablets and carbohydrates, resulting in a high level afterward. There was no need for third-party assistance, and the customer did not lose consciousness or sustain any injury. Technical support assisted the customer in updating settings and advised consulting with a healthcare provider for future updates, which the customer acknowledged.